Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms. No noise was observed. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.